Manufacturer narrative:
Analysis identified no anomalies. Eval code-conclusion updated to 71. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received unknown baclofen at an unknown concentration and dose via an implantable pump. The indication for use was not specified. It was reported that during a procedure on (B)(6) 2017 the pump could not be filled. Diagnostic testing/troubleshooting included the surgeon who tried to empty and refill. There were no known environmental, external, or patient factors that might have caused or contributed to the event. The pump was never implanted and the surgeon used another synchromed pump. There was no patient involved in this event. At the time of the report, the issue was reported as resolved. No further complications were reported/anticipated. Additional information was received. The surgeon was able to remove and confirm that all reservoir contents of the pump were removed prior to attempting the pump refill. There was drug that was able to be filled into the pump reservoir. The hospital currently had the pump for pickup. The estimated return date was within the next 2 to 3 weeks.